Event description:
The manufacturers service technician reported the cpu, motor controller and power management pcb boards and power supply were replaced to address the reported problem. Final applicable testing was performed per operating specifications.

Manufacturer narrative:
Supplemental report

Event description:
The international customer reported smoke was observed from the rear of the ventilator and operation stopped. The customer reported the ventilator would then not power back on. The customer reported the device was in use on a patient and there was no patient harm. Upon inspection of the device, the manufacturers service technician reported observing heat discoloration on a component on the cpu pcb board. Service completion is pending.

Manufacturer narrative:
Service completion pending.